Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway.

Event description:
It was reported that three years post port placement via the right internal jugular vein, the catheter allegedly had a break and the distal catheter segment migrated to the heart. It was further reported that the catheter segment and port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one powerport MRI isp with groshong catheter in two segments were returned for evaluation. Visual, microscopic and functional evaluation were performed on the device. The investigation is confirmed for the reported catheter break, fracture, migration as a circumferential break was noted to the catheter on both proximal and distal end. The catheter break segments were was jagged and the surface texture on the edge was granular and rounded which are characteristic of flexural fatigue. A circumferential break was noted near the distal end of the cath-lock. Wear was noted on the catheter. The port body with attached catheter segment and detached distal segment were patent to infusion and aspiration. The definitive root cause could not be established. Labeling issue: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 2988 - naturally worn), h6 (method: 3207 - device migration). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years post port placement via the right internal jugular vein, the catheter allegedly had a break and the distal catheter segment migrated to the heart. It was further reported that the catheter segment and port was removed. The current patient's status is unknown.